Manufacturer narrative:
A0907: registration failed a0908: navigation took over incorrect points while in registration d10: product ID: 9735762, lot #: 2.1.0 g2: this event occurred in poland, see section e. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that registration had failed. Additional information was received. It was reported that registration failed. Navigation took over incorrect points while in registration. Navigation was aborted. The computer was replaced two weeks before the issue happened. It was suspected that this issue was related to that computer replacement.